Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient stated she cannot get any recharger coupling bars in her home. The patient stated she lives near mountains that create a large electromagnetic field that are possibly affecting her charging. The patient stated her recharger was replaced by patient services approximately six months ago. The patient stated the recharging has been completed in the office without issue. A meeting is planned at the physician's office tomorrow. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that they do not know to what extent the emi affected the device or system. The event was not confirmed with the account. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was getting poor coupling when the antenna was placed directly over the ins. The rep could feel the edges of the ins and confirmed that it was not tilted and that there was no issue with the pocket. It was noted that the patient cannot use the recharge belt because of their ostomy bag. The antenna locate feature was used and the patient was able to get all 8 coupling bars. Adhesive discs were ordered for the patient and the issue was resolved. No symptoms or complications were reported.